Event description:
The international customer reported the ventilator would not power on. The device was not in use therefore there was no patient involvement or harm. During evaluation, the manufacturers field service engineer (fse) reported the ac power connection was loose. The fse reset the connection and the reported problem was corrected. Loss of ac power during use in normal ventilation operation may result in device shutdown with an audible power fail alarm.

Manufacturer narrative:
Loose ac power connection.